Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 4 seemed to float, requiring surgeons to overcompensate to control it. The other three usms functioned normally, but usm 4 demanded additional effort for control. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the instrument was inside the patient at the time of the event. There was no patient injury.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the yaw and pitch axis had a slight drift during backdrive testing, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where it passed. Once testing was completed the yaw and pitch motor modules were aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis. The root cause is attributed to faulty yaw and pitch motor modules causing motion failures.

Event description:
Refer to h11 for follow-up information.